Event description:
A customer contacted beckman coulter inc., (bci) regarding false high inorganic phosphorous results generated by the au2700 clinical chemistry analyzer for multiple patients. The high results were reported out of the lab and a doctor questioned one of the results. The original patient samples were re-tested the same day and the corrected reports were issued. It is unknown if patient treatment was affected.

Manufacturer narrative:
Calibration and qc was within specifications before and after the event. A field service engineer (fse) was dispatched: the fse inspected the instrument and noticed that an inadequate detergent was going to mix bar assembly wash well, and r1-outer wash station was not getting enough water. The fse serviced the instrument and replaced parts. Afterwards, calibration and qc passed, and precision was acceptable. Malfunction could have affected other tests causing serious injury. Hardware issue is the root cause for this event.